Event description:
Customer alleged left front frame broke at the top weld. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model mvps, (B)(4) is approximately 2 years old. The owner's manual part number 1106638 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the left front frame broke at the top weld. The cause of the break is unknown. A quote has been issued and the product is being returned to invacare for an inspection and evaluation. No injury.